Manufacturer narrative:
(B)(4).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, she experienced a skin reaction with itching that extended beyond the patch perimeter. The patient reported a widespread itching with allergic symptomatology all over the body. There was no treatment documented. There was no documentation of medical intervention. At the time of report, the patient¿s current condition was unspecified. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.